Event description:
Boston scientific received information that during setup, the communicator made a popping noise followed by a puff of smoke and a burning smell. No patient injury was reported. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance laboratory confirmed the reported allegation. Analysis identified a short and burned components in the wand.